Event description:
It was reported that the user experienced repeated connectivity interruptions between the ilet and both dexcom and freestyle cgm systems, resulting in periods where glucose data were unavailable. Investigation for this case was limited to the user¿s written report, as no device or cgm components were returned for evaluation and no troubleshooting was completed during the email exchange. No malfunction of the ilet could be confirmed based on the information provided, and the underlying cause of the reported connectivity interruptions remains undetermined. The user was advised to contact customer care for real-time troubleshooting to evaluate potential contributing factors such as device configuration, bluetooth conditions, or cgm setup. A follow-up report will be submitted if additional information is obtained or if device evaluation identifies new findings.